Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. The pt's vessels were extremely tortuous. The aortic neck had a 90 degree angle, the iliac arteries had 90 degree angulation, and the terminal aorta was very narrow measuring 15 mm in diameter. It was reported that the bifurcated stent graft was successfully implanted followed by implant of a contralateral limb. An extension limb was implanted to extend the ipsilateral limb on the right side; however, the delivery system caught on the stent graft during its removal from the pt (see MFR # 2953200-2009-01611). This resulted in the bifurcated stent graft to be pulled down into the aneurysm sac. It was also noted that at this point the bifurcated stent graft had kinked in 2 locations. Two aortic cuffs were implanted proximally to build the device up into the aortic neck; however, there was a type 3 junctional endoleak between the bifur and the cuff that was proximally adjacent to it (see MFR # 2953200-2009-01612). An aneurx cuff was used to resolve the junction endoleak and an iliac limb was implanted to reline the areas of kinking in the ipsilateral side. There was a good run off and good flow bilaterally with no endoleaks present. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Required intervention) - eval results: lack of info (delivery system was discarded - unable to follow-up), angulated iliac arteries and aortic neck.